Event description:
It was reported to the manufacturer that lead impedance seen during diagnostic testing was abnormally high when the new generator was attached to the old leads during a prophylactic generator replacement surgery for the vns pt. It was also reported that the device indicated that only 1.5 ma could be delivered when programmed to 2.5 ma. The pt's device was, therefore, programmed to 1.5 ma at the end of implantation surgery. Good faith attempts to obtain additional information regarding the reported event are underway.